Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient received a shock from their implantable cardioverter defibrillator (ICD) while at home. The patient was seen at the hospital for follow-up and the ICD was interrogated and code 1004 was exhibited which is indicative for a short circuit condition detected during shock delivery. The ICD also recorded a code 1007 indicative of the capacitor charge time having exceeded the limit. Additional information provided from the field indicates surgical intervention was performed and the ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection noted an arc mark on the case underneath the df-1 label. Inspection of the header and lead barrels noted no irregularities. All seal plugs were intact and the seal ring marks indicate full lead insertion in all lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. An x-ray noted the plasma fuse was open which prevented the high voltage capacitors from charging. The open plasma fuse and code 1007 were induced by the shock into a shorted lead condition. Analysis was able to confirm the reported clinical observations made against the device in the field.